Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that when setting up for PICC placement, clinician noted that rubber stopper that 3cg guidewire goes through was noticeably shorter (smaller) than what was previously seen in the kit. PICC was trimmed and flushed, and clinician noted a drop or two of saline come out through stopper. They didn't think it was too bad, and proceeded with inserting PICC like normal. While inserting PICC, they flushed a few times while advancing and noted drops of saline coming out through stopper, when noted PICC was in position per sherlock, aspirated to ensure good blood flow and noted air was coming in through rubber stopper. Clinician stopped, and ensured t-connection was tight and attempted again, noticing same issue. They did not attempt to flush as a "bunch of air" had been introduced, removed t-connector and guidewire and was able to aspirate and flush, then placed a needleless connector onto port without further issues. Customer reports the PICC was otherwise intact, secured with statlock and a secureport IV dressing. Patient had PICC inserted for long-term antibiotics and sent home. Customer states no injury occurred.